Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient reported when he completed his pd treatment he felt fuller than usual and drain manually 4500ml. The pd patient stated he had been draining manually. Additional follow-up was made with the pd patient, who stated he had spoken with his pd clinic registered nurse (rn) regarding the cycler issue and the request for a replacement cycler and confirmed no injury occurred. The patient stated he reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment pending delivery of the replacement cycler. (B)(6) confirmed he did not require any medical intervention or additional treatment as a result of the reported cycler issue, and no adverse event occurred. The pd patient he was able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the new cycler without further issue. The reported manual drain volume of 4500ml was 180% over the expected drain volume which resulted in a reportable device malfunction. The patient did not require medical intervention or treatment as a result of the overfill.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported when he completed his pd treatment he felt fuller than usual and drain manually 4500ml. The pd patient stated he had been draining manually. Additional follow-up was made with the pd patient, who stated he had spoken with his pd clinic registered nurse (rn) regarding the cycler issue and the request for a replacement cycler and confirmed no injury occurred. The patient stated he reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment pending delivery of the replacement cycler. Alfred confirmed he did not require any medical intervention or additional treatment as a result of the reported cycler issue, and no adverse event occurred. The pd patient he was able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the new cycler without further issue. The reported manual drain volume of 4500ml was 180% over the expected drain volume which resulted in a reportable device malfunction. The patient did not require medical intervention or treatment as a result of the overfill.